Event description:
The customer reported to olympus, the high definition lcd monitor experienced the power going out after a certain period of time. It was unknown when the event took place. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to service for evaluation where service confirmed the customer's complaint. Service found a printed circuit board failure and protective panel damage. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during inspection for use.